Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) coordinator found no audible alarm on device interrogation for "replace back-up battery". The vad coordinator reseated the original emergency backup battery (ebb) twice on a previous clinic visit. The vad coordinator then replaced the ebb in the primary system controller. Multiple ebb alarms were observed upon device interrogation. The vad coordinator stated the patient did not observe an audible alarm for the ebb fault.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a backup battery fault alarm was not confirmed. The reported event of the controller not alarming for the reported backup battery fault was not confirmed. It was reported that the backup battery was exchanged to resolve the backup battery fault alarm. No product was returned for evaluation, and no log files were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event (including confirmation that the controller can audibly alarm, if log files could be provided, and if any product would be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. D) section 2 "how your heart pump works" and heartmate 3 instructions for use (rev. C) section 2 "system operations" state that the system controller self test should be done at least once per day to check the audible and visual alarm indicators on the user interface, as the well as the status of the backup battery. These sections explain how to perform the system controller self test. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.